Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was determined to not meet all product specifications related to the reported event "uso randomly" which was verified as upstream occlusion alarms through a review of the event history log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The upstream occlusion alarm was verified. Based on the evaluation findings, engineering has determined the probable cause for the reported upstream occlusions to be low ultrasonic readings. The upstream sensor assembly was replaced to correct this reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "uso randomly". There was no patient involvement associated with this event. No additional information is available.